Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test due to a faulty force sensor resistor. There were no compromised force sensor system alarms noted. The pump passed the basic occlusion and displacement tests. There were no motor error alarms noted. The pump had a cracked reservoir tube lip and a scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm and a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 279 mg/dl. Caller stated that the alarm occurred during prime while the customer was changing the battery. Customer does not use the sensor feature on the pump. Customer was at school and was advised to disconnect from the pump. Caller stated that the customer treated through the pump and feels ok. Caller stated that they are able to rewind the pump. Caller stated that the drive support cap appears normal and was not pushed on while the customer was connected. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised that the pump will be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.